Event description:
Information received notes that the device was nearing elec- tive replacement indicator (eri) and a longevity calculation estimated about one to two months until eri. The pacemaker dependant patient died about three weeks later and a post mortem interrogation revealed that the device had reached end of service (eos) with the battery voltage at 2.2 v. The patient had non-hodgkins lymphona, but a hematologist report suggested that the death was unrelated to the cancer.